Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of telemetry was observed and the device failed the software update for cyber security and battery performance alert. However, the software upgrade was attempted a second time and it was successful. The device returned to normal settings and the patient was stable.